Manufacturer narrative:
Based on the claim against the product by the customer noting the broken instrument and fragment fell, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a to have a broken pitch grip cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode of the broken - distal instrument pitch cables are attributed to a component failure. There were no fragments missing from the instrument. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation not reported by site was also identified: the instrument housing was removed, and the instrument was found to have a derailed grip cable. The yaw motion may be non-intuitive as a result. The root cause of derailed grip cable is attributed to a component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the broken instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument logs confirmed the tenaculum forceps instrument (part number 470207-10/ lot number k10220620 0100) were last used in a procedure on 21-oct-2022 via system sk1116. The alleged instrument had 4 lives remaining after the last procedural usage. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The tenaculum forceps instrument is currently associated with corrective actions regarding design to change the pitch cable allowing for crimp retention. This design change will ensure that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that a design change is in progress to help reduce the severity of pitch cable failure. This issue will continue to be tracked (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical salvage surgical procedure, the tenaculum forceps instrument was broken and did not move as it should. The customer indicated a fragment fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use and there was no damage noted. The fragment fell during grasping. The surgeon noticed issues with the functionality of the instrument. The fragment(s) were retrieved using a laparoscopic grasper. The surgeon confirmed all fragments were removed. No additional surgical procedures were required to remove the fragment. No post-operative tests were required to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned without the fragment and the fragment is still at the hospital.